Event description:
During surgery for slipped epiphysis, 5.0 cannulated drill bit broke while in use. Md removed the pieces times 3 under fluoroscopy and then proceeded with the surgery. No adverse outcome or injury to the pt.